Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left main coronary artery. A 2.25 x 20mm synergy stent was used to treat the lesion however, the stent was detached. An attempt was made to remove the stent using a snare but was unsuccessful. The physician then implanted a non-bsc stent to push the dislodged stent against the artery wall. The procedure was completed. No patient complications were reported and the patient's status was good.